Event description:
It was reported that provena was placed tpn indication, sterile placement (B)(6)2019, us used, length 45 cm, 1 insertion attempt. Vat assessed and identified leak in line. The line was removed and replaced. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the reported problem could not be reproduced. One 5 fr triple lumen powerpicc provena catheter was returned for evaluation. An initial visual observation showed use residue throughout the sample. Each lumen of the returned sample was flushed and pressurized with a 12 ml syringe of water; however, no leaks were observed, and each lumen was found to be patent to infusion. A microscopic observation revealed no damage on the returned sample. A lot history review (lhr) of redr0397 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0397 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that provena was placed tpn indication, sterile placement (B)(6) 2019, us used, length 45 cm, 1 insertion attempt. Vat assessed and identified leak in line. The line was removed and replaced. No patient harm reported.